Event description:
It was reported during pulmonary vein isolation ablation (pvi) for atrial fibrillation, the luer extension tube of the cool path catheter detached from the proximal end of the catheter detached from the proximal end of the catheter handle. The catheter was replaced with a like model, and the case completed w/o further complication. There were no adverse consequences for the pt.

Manufacturer narrative:
Device evaluated by MFR - visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle . Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification of the luer extension tube detachment is consistent with operational context as device performance was limited due to anatomical/procedural factors.